Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before starting the suturing during an open procedure, the suture was taken by the needle driver then the tip of the needle broke without falling into the cavity of the patient. Another suture was used to complete the case. There was no patient injury.